Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported improper or incorrect procedure or method was associated with the clip not being implanted perpendicular to the line of coaptation. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 3+ functional mitral regurgitation (mr), ischemic cardiomyopathy and restricted posterior leaflet for a mitraclip procedure. During the procedure, clip arms were slightly rotated in clockwise rotation. A mitraclip was implanted at anterior and posterior leaflet 2 (a2p2). The mr was reduced to grade 1. During the follow up, it was observed in transthoracic echocardiogram that the clip had single leaflet device attachment (slda) from posterior leaflet. Additional intervention was performed. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.